Event description:
It was reported that a patient with a diagnosis of aortic valve stenosis, nyha functional class iii, hypertension, carotid stenosis, neurologic impairment, and a history of transient ischemic attack underwent an implant procedure with the evolutr-26-us on (B)(6) 2024. The patient was receiving ongoing pharmacological therapies including ace inhibitors and nao. At follow-up on (B)(6) 2025, moderate paravalvular leak (pvl) was identified. Electrocardiograms conducted on (B)(6) 2025 showed abnormalities including first degree atrio-ventricular (av) block and left bundle branch block. The patient was hospitalized since the last follow-up and was receiving ongoing treatments with ace inhibitors, beta-blockers, and other medications. At the time of follow-up, the patient was classified as nyha functional class I.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.